Event description:
It was reported that within four days post implant the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing of lead noise. It was also reported that the episode was detected and shocked due to electromagnetic interference. The event was reported from the (B)(6) clinical study. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.